Event description:
Healthcare professional (hcp) reports multiple incidents of patient reactions with the psn210, occurring with the same patient. It was reported that in 2002, approximately 30 minutes into treatment, the patient reported experiencing a salty taste in their mouth, at 45 minutes into treatment, the patient's blood pressure decreased, at 50 minutes, the patient became diaphoretic, blood pressure dropped to 77/51 and patient complained of throat tightness. Treatment was stopped and blood was returned to the patient, with no reported blood loss. The patient was sent to the ER and was administered benadryl po (dose unknown). The patient was discharged and returned to the dialysis clinic where they were placed on another psn 210 dialyzer primed with 1000 cc normal saline. It was reported that treatment was completed without further incident. Hcp reports that on subsequent treatments (date unknown) the patient has experienced similar symptoms including itching and nasal drainage into the throat, but to a lesser degree, as the patient is administered benadryl prior to the start of treatment.